Event description:
Customer reported that the ¿battery life can be spotty sometimes¿. There was no reported adverse impact to the customer. The customer declined further assistance from tandem technical support. No additional information was provided.